Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 4 months ago. Aneurysm morphology from the time of implant was not reported. The aorta was tortuous and the distal landing zone was described as difficult. It was reported that a type 1 endoleak was identified recently during a routine f/u; however, the location of the endo leak could not be identified as proximal or distal. It was also noted that there may be a misaligned proximal spring seen at this f/u visit and this was not clearly seen at the time of implant. An intervention to seal the grafts proximally and distally is planned at a later date (see MFR # 2953200-2010-02447). No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (tortuous aorta and difficult distal landing zone). Eval, conclusions: (tortuous aorta and difficult distal landing zone).